Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to duplicate the customer's reported issue. External inspection reveals melted pogo pin on right slot and burned plastic housing. The service technician scrapped the power manager.

Event description:
The customer reported model lap top ventilator sprintpack got very hot and melted the plastic on the power manager. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.